Manufacturer narrative:
Insulin pump was received with compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/delivery test due to loose/protruded drive support disk. Unable to perform occlusion test due to compromised force sensor error alarm. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 489 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose. Healthcare professional states that issue may be due to something customer may have eaten. Customer was treated with 16 units of insulin. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that drive support cap was flush. Insulin pump would be replaced.